Event description:
It was reported to philips that the device does not pass functional testing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The asp evaluated the device and provided the service quote to the customer; however, the customer's decision isn't clear. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. It has been concluded that no further action is required at this time.

Manufacturer narrative:
The asp evaluated the device on site. It was determined that this was a malfunction of the therapy receptacle, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy receptacle. The reported problem was confirmed. The asp replaced the therapy receptacle to resolve the issue. It has been concluded that no further action is required at this time.